Event description:
The account stated the bed moved unintentionally. No injury.

Manufacturer narrative:
The technician found the bed was alarming code 20-49 and the knee lock out will not unlock. The technician replaced the right caregiver circuit board to repair the bed.